Event description:
The patient reported the power cord was frayed. The power cable and power supply were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed exposed wires of power supply. There was no indication and/or evidence of the power connector cord revealing exposed wires as mentioned in the initial report. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Due to exposed wiring of the power supply., the pes was uncappable of powering on. In result, a golden power supply was used to replace the damaged cable and then was able to power on. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.